Event description:
On 3/21/08, worldheart was notified that a (B) (6) novacor lvas recipient had pump-replacement surgery. This pt had a chronic infection (beginning (B) (6) 2007) with chronic antibiotic therapy and two debridement procedures. Endocarditis was suspected and surgery to replace the mitral valve and pump was undertaken. The mitral valve was clean, however, and not excised. Surgery revealed approx one liter of blood, some clotted, and liquid anterior and posterior to the device. In addition, surgery revealed a "leak in the inflow conduit at the cannula to valve mount junction" with a "linear tear of thinned out ptfe material" that "seemed to be associated with a local abscess". The pt suffered "multiple infarcts to the right hemisphere of the brain", thought to be related to the surgery. The explanted device is believed to have been disposed of and will not be returned to worldheart. Therefore, no engineering analysis of the conduit is possible.